Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a 500cc mentor memorygel breast implant prosthesis and experienced postoperative left-sided rupture. MRI performed on (B)(6) 2020 indicated the rupture. The patient went in for a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.

Manufacturer narrative:
On 9-jun-2020, the suspected medical device was returned for evaluation. On 16-jun-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, the implant was found ruptured and received in two parts. An anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).